Event description:
It was reported to covidien that the dell cpu on 6 west locked up. The cpu will not complete p.o.s.t. And allow for patient monitoring. When the system went down, the nurses opened the doors to the patient rooms and turned up the alarm volume on the nellcor devices. Each nellcor device functioned properly. There was no patient injury or adverse event.

Manufacturer narrative:
(B)(4)